Event description:
It was reported that the device went to elective replacement indicator (eri) and the device lasted less than 5 years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device went to elective replacement indicator (eri) and the device lasted less than 5 years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #event summary for (B)(4): the device was returned and analyzed. The device met 98% of its expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.